Event description:
Pump declared altitude alarm 21, which did not cause the customer's blood glucose level to exceed 500 mg/dl. There was no adverse impact to the customer¿s blood glucose level. Customer did not need to replace the cartridge and was able to resume insulin delivery with the original cartridge after receiving tips from cts on preventing altitude alarms. Caller understood and acknowledged the guidance provided.